Event description:
A customer obtained imprecise vitros phbr quality control results run on two different vitros 5,1 fs chemistry systems. 5,1 fs # 1: qc fluid biorad 2 m1914= 39.88, 38.56, 37.52, 34.66, 36.82, 38.12, 36.39, 41.33, 39.24, 34.40, 41.10, 37.37, 37.37, 35.14, 40.07, 40.55 vs. An expected result= 52.13 ug/ml. 5,1 fs # 1: qc fluid biorad 2 m1914= 40.82, 40.77 vs. An expected result= 52.20 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report of affected patient samples or patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise vitros phbr quality control results were obtained on two vitros 5,1 fs chemistry systems. There is no evidence that an instrument related issue contributed to the event. The most likely cause of this event is user error in not handling (B)(4) reservoirs in accordance with the IFU. Acceptable vitros phbr quality control performance has been observed on both instruments using the same lot of vitros phbr reagent after correcting the customer's protocol for handling iwf reservoirs.